Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The analysis revealed a hardware defect of the copra board. During an interventional procedure the release of x-ray was prevented. An error message 'xray aborted: error receiving images, try again' informed the user about the present issue. The user restarted the system to resolve the issue - without success. Normal system functionality could only be restored by a service intervention. Due to system age the entire image acquisition system (ias) pc, including the defect copra board has been exchanged as preventive measure. After that, the system runs as specified. The spare parts consumption was checked. Any accumulation of faults or even a possible general fault that would require corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the x-ray aborted. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(6).